Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and acute kidney failure. The customer's blood glucose reading was between 500 and 600 mg/dl at the time of the event. The insulin pump was programmed correctly. Troubleshooting could not be performed because the customer was using a deltek infusion set that was not approved for use with the insulin pump. Nothing further was reported.